Manufacturer narrative:
Device was returned for evaluation. Complaint was not verified, as device was not evaluated for reported malfunction due to sieve bed saturation. Device was scrapped, as the device was beyond repair due to sieve bed saturation.

Event description:
Dealer states the unit has no power up alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has no power up alarm.